Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is unknown.

Manufacturer narrative:
(B)(4). This was report was determined to be a duplicate of manufacturer report 1423500-2011-06535.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of a disconnection episode and peritonitis in a (B)(6) male patient coincident with dianeal unknown therapy (lot numbers not reported). This was one of multiple reports from the same reporter. On an unreported date, the patient began treatment with dianeal unknown, (dose, frequency and lot numbers unknown), intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced a disconnection episode. On (B)(6) 2011, the patient experienced peritonitis. The physician reported that the "patient took the suspect products during day hospital regimen", however the indication for the patient's hospitalization was not reported. On an unknown date, the patient was treated with tobramycin and teicoplanin. At the time of this report, the patient was recovering from the event of peritonitis. The outcome of the disconnection episode was not reported. Action taken with dianeal unknown therapy was unknown. The physician did not provide an opinion of causality for the events of disconnection episode, and peritonitis in relation to dianeal unknown therapy.